Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the camera head was plugged in, it displayed nothing but distortion and an error. The issue was discovered during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and no image and error e226 failures were confirmed, and an additional finding of a failed leak test was identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is caused not established, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.